Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) called and spoke to (B)(6) regarding a low helium alarm on a cardiosave pump while in use with a patient. No harm or injury to the patient reported. The helium icon on the screen was in the red and there was an audible, intermittent low helium alarm. The helium gauge on the front of the pump was not in the red at this time but showing green. (B)(6) stated his patient was unstable but he would like to change the helium tank so the ICU would not have to see the low helium alarm. He asked if the pump would go into standby while he changed the tank. Fse explained the pump would remain pumping while the helium tank is being changed. (B)(6) successfully changed out the helium tank and now both gauges are reading full. (B)(6) was appreciative of the assistance. Fse encouraged him to call back with any questions or if any issues arise. Spoke with ean eskra via the phone. Notified denise bonnell via email. Complaints of more than three (3) gfe attempts were performed to obtain additional information and/or product return. No response was provided, the complaint will be closed and, if new information and/or devices were available, the file would be reopened and updated. Issue was addressed on call.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed low helium alarm. The territory manager called to request troubleshooting with a rn in the cardiac cath lab. The helium icon on the screen was in the red and there was an audible, intermittent low helium alarm. The helium gauge on the front of the pump was not in the red at this time but showing green. The rn stated his patient was unstable but he would like to change the helium tank so the ICU would not have to see the low helium alarm. He asked if the pump would go into standby while he changed the tank. It was explained that the pump would remain pumping while the helium tank is being changed. The rn successfully changed out the helium tank and now both gauges are reading full. There was no patient harm or injury reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.